Manufacturer narrative:
The device history record (DHR) review of the reported lot number shows evidence that the product was released according to all established procedures and qa documentation. One used sample was received for evaluation. Visual and functional inspection was performed and found leaking from the bottom of the bag. The root cause was determined to be related to the rf sealing machine process and an action to replace the rf sealing machine was addressed. This complaint will be closed with no further action and will be used for tracking and trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the device presented a leak through the flushing bag before use. Patient was not involved. Additional information received from the customer on (B)(6) 2021 stated that the leak was through the flushing bag, where the tube meets the bag.